Event description:
An operating room supervisor reported that during multiple procedures, the infusion system failed and had to be replaced with another unit. There was no harm to the pts.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).